Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported for medication therapy was given for deep vein thrombosis in right lower extremity.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. The manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot or failure mode. The clinical/medical team concluded a (B)(6) clinical study patient underwent a right total knee (B)(6) 2016. Four days later he returned to the emergency dept. With complaints of substernal chest pain and right lower extremity swelling. A chest CT was negative for pe, (pain temporarily responded to antacid) venous doppler noted dvt in right lower extremity. Patient was started on rivaroxaban for 21 days. Patient was given dvt prophylaxis during his total knee arthroplasty. Patient was not admitted and discharged with his medication and instructions to follow-up with his pcp. The ed notes and imaging study reports were provided along with the clinical study documents to complete this investigation. The patient is being treated and has a follow-up plan to monitor and treat his dvt as well will be followed within the clinical study. No further assessment is necessary at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.